Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 18 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive devices did not work with the new battery devices. It was noted that the battery devices did not show any charge after the charging process with the universal battery charger devices. The reporter indicated that they were unable to determine the reason for the issue or which devices were causing the issue. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed on the device which found that the fuse was not functioning and defective. It was determined that the internal fuses of the battery blew up due to a short circuit (overvoltage). It was further determined that the short circuit was caused by the handpiece. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the patient was not harmed and the surgery was completed successfully with a spare device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.